Event description:
It was reported from the patient¿s mother that the patient was implanted in (B)(6) 2017 and in (B)(6) 2017 the device was titrated up to therapeutic levels and he began to have more seizures. She has continued to follow up with the neurologist and the device has been titrated up in response to the increased seizures. However, she suspected that vns was causing the increase in seizures so she taped the magnet over the device and his seizures stopped. No additional or relevant information has been received to date.

Event description:
Additional information was received that the patient was seen and is still having an increase in seizures so the settings were increased to see if that gives better results. It was stated that it is too early to tell if increasing the settings improved the patient's seizure control; however the physician does suspect that the patient just needs further titration and that the increase in seizures is due to the patient's disease progression.

Event description:
It was reported that the patient was having seizures and needs vns adjusted. It was stated that the patient usually has cluster migraine headaches and seizures due to the patient's condition, and therefore, the vns device has to be adjusted carefully. The increase in seizures was not attributed to vns and was stated to be due to the patient's condition as the patient's mother was looking to have the vns settings increased to help with the increase in seizures. No additional or relevant information has been received.